Event description:
This intrauterine pressure catheter did not zero to air before insertion. Catheter was inserted into pt without difficulty. Intrauterine pressure catheter would not zero after insertion.